Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Teflon damage of this type can occur due to, but is not limited to, interaction with a damaged or bent balloon catheter, angling of the balloon catheter and the guide wire, and/or damage to the guide wire. It is possible that the guide wire came into repeated contact with the edge of the hub of the balloon catheter, causing the teflon damage which appeared to be scraping. Since no teflon damage to the guide wire was reported prior to use, the teflon damage is likely related to case circumstances. Additionally, it was reported that there was resistance at the proximal part of the guide wire when advancing the balloon catheter. The teflon coating damage could have contributed to the resistance at the proximal end of the guide wire and the balloon catheter. The guide wire, balloon catheter and stent delivery system used in the procedure were not returned, which could have aided in the evaluation. The lot history record was reviewed and there are no non-conforming material records associated with this lot. Overall, the reported peeled teflon coating and resistance appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. In order to ensure that teflon damage does not occur as a result of a product quality deficiency, manufacturing visually inspects 100% of the wire coating, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during a procedure of a mildly tortuous, heavily calcified, concentric, de novo 99% stenosed, mid lesion of the right coronary artery, the balance middleweight universal ii (bmw) guide wire was positioned across the target lesion and a 2.0 x 15 mm trek was used for pre-dilatation. It was noted that slight resistance was met at the proximal part of the guide wire when advancing the trek. The teflon coating of the bmw, outside the anatomy, proximal to the hub, was checked and observed to be peeled. The devices were removed from the anatomy and the bmw was replaced with a second guide wire. The trek was advanced over the second guide wire and completed pre-dilatation without issue. There was no reported adverse patient effect. There was no additional information provided.